Event description:
It was reported that after the completion of a left transcarotid artery revascularization (tcar) procedure, the patient had a small stroke on (B)(6) 2023. The symptoms were similar to prior stroke however, the MRI indicated old and new multifocal left sided infarcts. Cta showed the stent was widely patent. Stroke symptoms resolved on (B)(6) 2023. Additional information indicated it was an embolic event as new infarcts were visible on brain imaging. At this time, it is unknown if the reported issue is related to procedural issues, patient resistance or non-compliance to medication, or a silk road medical device failure, hence, the event will be reported out of abundance of caution."

Manufacturer narrative:
The product associated with this complaint was not returned to the manufacturer for analysis. A review of manufacturing records for this device was completed and no issues were identified that could have led to the adverse event reported. There is no indication that a malfunction of the srm device occurred. The cause of the post-operative complication is unknown. A follow-up MDR will be submitted if additional information is obtained. Silk road medical will continue to monitor for occurrences of similar events.